Event description:
It was reported that the device could not be interrogated. The first attempt was done when the patient was having an echocardiogram. The machine was removed from the room, but the device still would not interrogate. One month later, another unsuccessful attempt was made with all possible sources of emi removed from the room. A third attempt was to be made at the patient's home, but new information notes the device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The field event of no communication was verified in the laboratory. The device would not communicate due to a low battery voltage. With a replacement battery, the device tested normal on the automated electrical test system. Normal current drain was observed throughout testing. The battery was sent to an outside laboratory for further tests. No anomalies were detected. The cause for the low battery voltage remains undetermined..